Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from an unspecified location. This occurred during draining of peritoneal dialysis therapy. There was no damage or pinholes noted. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.